Manufacturer narrative:
One photo was taken by the customer that does not confirm the failure. Due to no sample being received, no investigation can be conducted, and the root cause is unknown. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite gravity set was damaged. The following information was received by the initial reporter with the following: it was reported by customer that there is an issue with the tubing or its connection.